Event description:
It was reported that the patient has benefited from vns but is currently in a "never ending cluster." It was noted that the vns does not seem to be stopping seizures and the magnet isn't helping. The patient's mother was concerned that the vns was not being dosed correctly for the best seizure control. Medications were adjusted and seizures have improved. No other relevant information has been received to date.

Event description:
Per the nurse practitioner, the increase in seizures was not related to the vns, it is just the nature of the patient's condition. The np was not aware of the report that the magnet was not stopping the patient's seizures, but he noted that even rescue medication did not stop the seizures. The np noted that there did not appear to be any issue with device diagnostics. No other relevant information has been received to date.